Manufacturer narrative:
Tech inspected the bed and found the head up hydraulic valve was non functional. Replaced the hydraulic head up valve to resolve this issue.

Event description:
Customer complaint received that the head of the bed will not got up. No pt impact.